Event description:
According to the complainant, during the procedure, while in the patient's stomach, they deployed the first five bands successfully. Then the white marker band appeared in the endoscopic vision field however, they were unable to deploy the band.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) performed on (B)(4), 2010. According to the complainant, during the procedure, while in the patient's stomach, they deployed the first five bands successfully. Then the white marker band appeared in the endoscopic vision field. It was reported that the white band remained on the ligator head and did not fall into the patient. The physician did not use the last two bands and disposed of the device. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The white marker band is a feature of the device. It indicates that there is one more band remaining after the white band is deployed. It is unknown why the physician decided to stop the procedure when the white band appeared. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).